Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal that occurred on (B)(6)2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Both the transmitter and the receiver (mt20649-pnk/sm42618363) were returned for investigation on (B)(4) 2015. A follow-up report will be submitted upon completion of device evaluations.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the receiver (part number str-gl-pnk/serial number (B)(4)/lot number 5191131) was visually inspected and no defect was found. A review of the downloaded diagnostic chart found an intermittent out of range signal. The reported event was confirmed. A definitive root cause could not be determined.